Event description:
Unable to remove balloon catheter because the balloon would not deflate. Urologist was consulted; a spinal needle was inserted through the vaginal wall and the balloon was punctured and the catheter removed. A small piece of the balloon was found to be missing. Regular cystoscopy performed but the piece was not found and likely remains in the pt's body.